Event description:
It was reported by service report that the foot end outlet was not working. The customer could not determine whether there was patient involvement, however no adverse consequences were reported.

Manufacturer narrative:
Results: auxiliary outlet power supply cable failed.